Manufacturer narrative:
The subject device was not returned for device investigation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the broken gray scope connector of the reprocessor had come apart. There were no reports of patient involvement.